Event description:
It was reported that during a cholecystectomy procedure, the clips will not hold after placing. The surgeon had to try many times to make the clips hold correctly. There was no change of device. Surgery was prolonged. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.